Event description:
During re-exploration of subdural hematoma, drill used to drill the skull. An attachment to the drill (c-1 tip) was broken. X-ray done to locate broken tip. Tip was located and removed. Second tip was also broken and had to be removed from surgical field.